Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the device lost energy and would not morcellate the tissue. It is unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.